Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed preventive maintenance, cannot get to pass calibration was due to the oridion board. Failed pm was confirmed due to a bad oridion board, replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results a review of the device history record for sn (B)(6) was performed from date of manufacture 07/15/2011 to the present date 11/18/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device failed calibration during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration during preventive maintenance. There was no patient involvement.